Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 150 and 175 mg/dl; results were not confirmed in the memory and customer stated they were am results. The customer¿s expected am fasting blood glucose test result range is 83-96 mg/dl. Customer was not using the proper testing technique (alcohol). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is less than four months ago. The meter memory was reviewed for previous test result history (time not set; customer stated the results were obtained in the am): (B)(6).